Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a broken sensor wire on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire was broken. Patient stated that one portion of the sensor wire remained attached to the sensor pod and the location of the other portion of the sensor wire was unknown. Patient inserted sensor into buttocks which is not an approved site. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).